Manufacturer narrative:
The sensor used in the reported event was returned and evaluated. During evaluation it was found that the remaining adhesion on the sensor was insufficient and would not adhere to the forehead unless a moderate amount of pressure was applied. A "high impedance" error message was displayed, and the electrode "cb" turned blue instead of green indicating an unreliable connection or disconnection of sensor electrodes. A service history record review reveals that this unit was in the field for eight (8) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that this customer is using root sedline since a year. The doctor initiated an anesthesia for a plastic surgery case. After cleaning the skin with alcohol he attached a sedline electrode. Due to initial artifacts before induction, no dsa was visible. Intubation was difficult and takes some time. Anesthesia was done with diprivan (propofol), sufentanyl, some low dose of ketamine, no curare was used. From the beginning, he observed a strong dsa dissymmetry. Contact quality was good, all electrodes were green. No artf, no emg, l eeg trace was noisy, which I assume is the reason of the strange aspect of the l- dsa. Despite the fact that the patient was not sweating and contact quality was ok (according to the root display), he tried to press on the various electrodes, no effect. Anxious, especially because the intubation was not that easy, the doctor placed invos nirs electrodes and got reassuring values of 72-75 on both side, not indicating really abnormal dissymmetrical brain activity. He then decided to replace the sedline electrodes and then got a correct signal taken few minutes after electrodes replacement. This customer also observed that since few weeks (more or less when the packaging changed), they are under the impression that the adhesiveness of the sedline electrodes are not as good as they were before. Electrodes seems less sticky, especially the 2 laterals (l2-r2) and the 2 medians (cb-CT), that, several minutes after application, they have to press again on the adhesive to insure good contact, and sometime have to replace the electrode. This was not the case when they started using sedline in (B)(6) 2015. We reviewed application procedure (cleaning with alcohol and drying, storage conditions not too warm). No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for eight (8) months with no previous reported issues prior to this reported event.